Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant of the left ventricular (lv) lead, fluoroscopy and xray showed that the lead had move d/dislodged. It was also noted that perhaps the lead had been placed in the pericardial space at implant. A lead revision was attempted, but the lead could not be placed due to the patient's anatomy. The physician decided to abandon the lead at that time and place an lv lead at a later date. The lead was cut and capped. No patient complications have been reported as a result of this event.